Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. Testing was performed using a water filled reservoir. There was no motor error, excessive no delivery alarm or air bubbles anomaly. The motor passed the motor test. There was no cosmetic damage during the physical inspection.

Event description:
Customer reported via phone call high blood glucose levels, no delivery alarm and motor error alarm. Customer's blood glucose level was 500 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they received a motor position encoder error alarm as well. Customer received 2 motor error alarms in the last 30 days. Customer advised they had air bubbles in the reservoir as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.